Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited long pause episodes due to r-wave under-sensing. Additionally, there appears to be device migration. Programming changes were made and the patient would be monitored. The patient was in stable condition.